Event description:
The event occurred on an unspecified date and involved an unspecified transducer (arterial and cvp), predominantly the safeset (single and trifurcated). It was reported there were bubbles appearing in the tubing. The set was used for arterial, and/or central venous pressure (cvp) monitoring intraoperative. There was patient involvement and unknown patient harm and there was delay in therapy.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Updated information in d9.